Event description:
It was reported that the charging port cover of a device was missing, posing a hazard if exposed to water, and the screen timed out too quickly, requiring a restart during use. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were taken.